Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a battery alarm after pumping for 40 minutes. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). No part has returned to teleflex chelmsford for investigation. The reported complaint of short battery runtime is not able to be confirmed. The battery and power supply were replaced by a field service agent (fsa). The pump passed functional checkout. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a battery alarm after pumping for 40 minutes. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.